Manufacturer narrative:
D9 - date returned to manufacturer: 9/19/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem related to the torn downstream occlusion (dso) seal was confirmed. The cause of the customer reported problem was normal wear. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and set the unit on alternating current (ac) charging for 72 hours then off for 6 hours, and updated software. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the batteries were changed, and a loose wire was observed. Per reporter, they noticed that the pump was getting warm. The device needs an update to version 1.6, and it has a hole in the downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.